Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all devices related to this event were reviewed and no nonconformities were found. Based on the report, the issue was precipitated by a previous infection prior to the implant. Device was not available for return.

Event description:
During a routine call from a nevro representative, it was reported that a patient's device had been explanted due to infection approximately 4 months prior. She was hospitalized and given IV antibiotics. The follow-up report indicated the patient is recovering at a rehabilitation facility.